Event description:
A medtronic representative reported that site's landmarx evolution system was intermittently unresponsive. This event did not occur during surgery. There was no patient present.

Manufacturer narrative:
Patient information not provided as not patient was present. The manufacturer's assigned rep went to the site to examine the suspect system and initial evaluation could not replicate the issue.